Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the surgeon was twisting the tensioning black knob with the standard cap on it, the built in torque limiter did not work. Surgeon could not feel it threading into the link. So a picture was taken and it was noticed that the link was sticking out of the cap on the lateral side. The cap screwed passed the link and the suture broke. The cap and link were able to be removed but not the tibia screw. A second fibulink was implanted successfully. There was a unspecified amount of surgical delay as surgeon had to remove the link and insert a new fibulink. Surgeon fixed the medial mal fracture first and the surgeon knew that there was a syndesmosis injury before the surgery. This report is for one (1) fibulink® syndesmosis repair kit/ss this is report 1 of 1 for complaint (B)(4).